Event description:
In 2008, stryker biotech received a report of an adverse event in a pt who received one unit of op-1 implant as part of a nail exchange for a non-union of the left proximal femur in 2008. The pt was readmitted to the hospital in 2008, for an irrigation and debridement at which time the physician noted buildup of fluid at the operative site. The physician stated that he believes the edema may be related to the op-1 implant. Further info has been requested.